Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image occurred due to communication failure caused by cable failure. The cause of the cable failure could not be determined. The event can be detected/prevented by following the instructions for use which state: "never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
D2 : additional product code nwb. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was no image due to defective cable. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was no image and the cable was damaged on the 4k camera head. The issue occurred after reprocessing and the therapeutic procedure (endoscopic retrograde cholangiopancreatography) was completed with a similar device. The patient was not under anesthesia and there was no patient harm associated with the event.